Event description:
It was reported that the patient's blood pressure dropped post-procedure. The device was interrogated with appropriate capture and functionality. The patient had a small effusion post-procedure, requiring pericardiocentesis and a drain. Subsequently, the left ventricular (lv) was found to have dislodged after the effusion was reduced via a review of x-ray. It was also noted that the right ventricular (rv) had lost its slack. It was unknown which or if any of the leads contributed to the effusion and a probable cardiac perforation. The lv lead was explanted and replaced, and slack was added to the rv lead. The patient was stable throughout.